Manufacturer narrative:
(B)(4). The valve was patent and passed siphon testing. However, it did not meet requirements for leak and reflux testing due to a tear in the top and in the bottom of the delta chamber. It is unk how or when this damage occurred. The damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor found the valve leaking before the operation.